Manufacturer narrative:
H6 - type of investigation lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.00/1.5/090 (sphere/cylinder/axis) implantable collamer lens tore/broke during loading. Lens was implanted,removed and replaced intraoperatively. Cause of event unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.